Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench), and that their device produced no more sound. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and was able to verify the reported issue. Physio-control advised the customer that their device is not serviceable. Physio recommended that the customer remove the device from service and a replacement device be obtained. The cause of the reported issue could not be determined. The device was returned to the customer unrepaired.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench), and that their device produced no more sound. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There were no reports of patient use associated with the reported event.